Event description:
Doctor was at bedside placing a percutaneous tracheostomy for a patient. While attempting to insert the trach into the airway, the flange broke away from the tube, making it an unusable airway (the trach was left in the airway to ensure the incision stayed open). The patient remained stable with an endotracheal tube still in his airway. Due to the potential that the endotracheal tube could be right at the vocal cords vs through the vocal cords, anesthesia was called to bedside to assist. Anesthesia showed up to assist in ensuring the endotracheal tube was in correct placement prior to doctor exchanging the tracheostomy tube. The tracheostomy tube was exchanged with no issues. The patient remained stable throughout the entire procedure. There was no deviation from the standard of performing a bedside trach. The issue was the tracheostomy tube itself breaking.